Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range left ventricular (lv) impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. This product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.